Manufacturer narrative:
The (B)(4) analysis evaluated 1 opened or used reservoirs. A manual test was performed on the reservoirs and found plunger easy to connect or release from stopper plunger.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that she was not able to remove the plunger rod on the insulin pump. The patient's blood glucose level was 105 mg/dl. The customer was advised to quickly turn the plunger counter clockwise while carefully holding the reservoir barrel in place. The customer was not able to remove the plunger rod. The patient was advised to use another reservoir. The customer was advised to return reservoir for analysis. The customer was advised that we will sent replacement of reservoir.